Manufacturer narrative:
Imaging provided did not reveal any locking cap migration. No determinations can be made to the cause of the reported issue.

Event description:
It was reported that creo mis locking caps have loosened and display "audible squeaking" 7 months post-operatively.